Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown. Customer reports the drive support cap appears normal. Customer was able to complete pump rewind. Customer got motor error then got no delivery alarm after rewinding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd noted. Unable to verify motor error alarm due to blank display. Motor passed motor test.